Event description:
The customer reported that there was a loose connection of the tubing at the exhalation valve junction. It was reported that the nurse silenced the alarm prior to turning the pt. During the turning, the pt circuit tubing became disconnected and the nurse did not notice until the pt's spo2 dropped to 75% and spo2 monitor alarmed. The pt was ambu bag ventilated with 5 lpm oxygen for approximately 10 minutes but recovered with no pt harm reported. User error may have contributed to reported event.

Manufacturer narrative:
The patient passed away from renal failure days after this event. There was no allegation that the patient died because of the event. The pt circuit is manufactured by vital signs. This circuit is distributed by nellcor puritan bennett, plainfield, indiana. The product has not yet been rec'd by the MFR and the investigation is not yet complete. A follow up report will be sent. See scanned page.